Event description:
It was reported that the expected reservoir volume was 5cc, but there were barely a few drops found. The patient had not had any signs or symptoms of overinfusion and the healthcare provider (hcp) felt "pretty confident" that she was in the reservoir for the refill. Nine days later, it was reported that the hcp was going to have the patient come inone week earlier for the next refill. The device system was infusing lioresal. Nine days later, it was reported that the hcp had got back less than 1cc when 5.4cc were expected. On the day of report, the reservoir contained 7.0cc instead of the expected 4.2cc. The reporter felt there had not been an operator error as the hcp would use the same type of equipment for each refill to reduce human error. It was noted that no dye or roller study had yet been performed. Additionally, there hadn't been any symptom of overdose or withdrawal and the patient was getting good therapy. It was also reported that if there was another volume discrepancy, the hcp would suggest performing a roller or dye study.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8590-9, lot# n273249, implanted: (B)(6) 2011. Product type: accessory. (B)(4).